Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a directed resection procedure involving the atherectomy th plus 6f device, the patient had lesions in the superficial femoral artery and popliteal artery characterized by calcified plaque with moderate calcification, little tortuosity and 90% stenosis. During the procedure, a damaged cutter was noted, and resistance was felt during the advancement of the device. It was found that the sound of the blade was not right. Additionally, after the first plaque removal, the external flushing device was taken out and there was difficulty in withdrawing the guidewire, and the collection chamber broke during flushing, not while in the body. The procedure was completed with percutaneous transluminal angioplasty balloon dilatation after stopping plaque rotation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis the device was returned with the tip detached distal to the anchor pockets the detached tip was not returned. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.